Event description:
It was reported the patient experienced ineffective stimulation in his foot and lower leg. According to x-rays the physician determined the lead had migrated. The patient underwent surgical intervention on (B)(6) 2015 where the scs lead was repositioned. Reportedly, the patient has effective coverage postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.